Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.

Event description:
The MFR's rep reported that the pt went into withdrawal and there was a volume discrepancy. It was noted that the catheter was found to be patent. The device was explanted and replaced with a similar device. Implant duration was 67 months. Final pt outcome was not reported. A follow-up will be sent if add'l info becomes available.